Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to customer not changing the transmitter ID on the pump and therefore basal iq was unable to suspend insulin delivery. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.